Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger was unable to power on.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted on the bedside board. The cause of the failure is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component.